Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05113. It was reported both of the pt's leads were unable to provided adequate coverage. As a result, both leads were explanted and replaced. The leads will remain in the explant facility's possession.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.